Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station main drawer 2.2 cubie pocket b6 was failed to open or release and jammed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 pocket b6 was failed to open or release and jammed. A field service engineer identified a failure in main drawer 2.1 pocket b6, which was found to be broken, ran hardware test application (hta) and released the damaged pocket, tested all pockets and confirmed they were functioning properly. The customer performed testing and confirmed that the pockets were working as expected. The system functioned as intended after the field service engineer repaired the device.